Event description:
It was reported that during a laparoscopic gastrectomy, an error 5 occurred. After the 1st device was re-assembled, the blade was broken off outside the patient during a system check. The same event occurred in the 2nd device. No pieces fell into the patient. The doctor commented that both devices had not contacted with something hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.